Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/7/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist showed no dirt or particle was found. The lens is considered good and passed cosmetic inspection. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there is a potential defect, lens might have a debris on it. This was observed when removing lens from packaging. There was no patient contact. No further information provided.